Event description:
It was reported that a ems was used during a hernia repair. It was reported by the affiliate that the staples would not close. Two staplers were used and both had the same problem. Two staples have been returned as part of the evaluation. Surgeon used another instrument to complete the case. There was no consequence to the patient.